Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. After a device software download, normal device function ensued. It was noted that the device was exposed to therapeutic radiation. The patient would be monitored as normal.